Manufacturer narrative:
Issue discovered during pm service by third party. Customer did not report issue to our EU distributor. No patient involvement or injury reported. Neither customer or distributor reported to FDA according to the information we have at this time. Device in question will not be evaluated by sechrist as distributor will evaluate. At this time, the report is based on the information we have. We have requested more information from our distributor in regard to service records and disposition of the device in question. Manufacturer reference file no. (B)(4).

Event description:
During pm service by a third party, the mixer was discovered to be contaminated with blood on the inside and therefore determined to be defective. No patient injury reported.